Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down, and ok buttons were intermittently unresponsive for 4-5 months and were getting worse. The patient denied trauma to the pump and confirmed that there was no damage to the keypad. The patient reportedly wore the pump attached to a belt and cleaned the pump with a damp cloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was fully intact without peeling or damage. On testing, all the keypad buttons were normally responsive. All the keypad buttons had normal spring back and click. The keypad cover was removed for investigation and revealed no evidence of contamination or damage. Investigation was unable to confirm or duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.